Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack was identified in the tubing connecting the pump to the cylinders; therefore, the entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The outer tubing of the first cylinder bulged during leak test. The second cylinder had wear at a fold in the cylinder body, no leaks were found. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass inflation and activation tests. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the inflation and activation issues identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack was identified in the tubing connecting the pump to the cylinders; therefore, the entire ipp was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.